Event description:
Customer reported the system is displaying a hardware video board error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-seated connections. System operates as intended. (B) (4).